Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during the implant procedure. The lead was repositioned and remains in use. The right atrial (ra) lead dislodged during the procedure and was repositioned. After the implant procedure, the ra lead dislodged again and was reposition the next morning. The ra lead dislodged and third time. The lead was explanted and replaced. The screw appeared to have tissue on it that may have caused the dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.